Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic single anastomosis bypass, while using the device to re-anastomose gastrojejunum, the device had been fired successfully. However, after four times of successful firing, the reload would not fire . The green button was pressed but the handle could not be squeezed. On visual examination of reload, staple legs visible in proximal end of it. Another reload was opened on the same handle and case continued. There was no patient injury.